Manufacturer narrative:
Implant regio 22 fractured. Construction was a upper jaw construction placed on 6 implants. Bone loss and instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant re-submission. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.